Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An exterior physical visual inspection was performed, and no defects were found. The receiver was charged and rebooted successfully. A review of the downloaded receiver log did not find any errors related to the customer complaint. Functional testing was performed, and no defects were found. A try it test was performed, and the test passed. A drop test for intermittent audio was performed and the test passed. The receiver case was opened for further evaluation. An interior inspection was performed, and the inspection passed. The reported intermittent audio output could not be confirmed. A probable cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced intermittent audio output on the dexcom receiver and an adverse event. The patient stated the receiver did not alert for low or urgent low glucose values and went unconscious. The patient¿s husband administered the patient with sugar candies. At the time of contact, the patient was doing fine. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause was not determined. This complaint will be reopened upon receipt of product.